Event description:
Boston scientific received information that the communicator was not working and the power cord was hot to touch. The company representative provided assistance and sent a replacement communicator and a return label to the patient's address. The communicator was deactivated. No adverse patient effects reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the allegation was confirmed. A defective returned power brick measure 0 volts and was melted due to getting hot. There were multiple errors in the log which were network connection failed errors. The communicator passed all baseline tests with a replacement power brick.